Event description:
Online customer review reports 2 false positive results compared to other rapid test and unspecified physician test. Frequency not provided. Not specified if syptomatic or asymptomatic. No other information provided. No apparent adverse event. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info source: online customer review.